Event description:
It was reported that this right ventricular (rv) lead was exhibiting impedance issues and high pacing threshold measurements. It was suspected a lead fracture. Boston scientific technical services (ts) suggested reprograming options since the patient is not dependent. The lead remains active. No additional adverse patient effects were reported.